Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification (missing pixels). Analysis also found the upper and lower cases were dented, output connectors were contaminated, battery drawer was broken, and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while preventive maintenance testing of the device with analyzer, it was noticed there are segments missing on right side of menu display. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).